Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that the needle was loose when it was opened. No patient involvement. No delay in the procedure, just the time it takes to open another product.